Manufacturer narrative:
(B)(4). Date sent: 09/04/2025 d4: batch #202d74 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the closing trigger in closed position, the anvil bent upwards, the knife partially advanced and with one gst45t reload loaded in the device. The reload was received partially fired 3/4 with some b-formed staples on the proximal end and some unformed staples on the distal end. Also, the cartridge's deck was noted damaged. After further evaluation, the device could not be opened. Also the device was returned with the anvil knife slot damaged, the device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled and with one wing broken from the left side and it was not returned. No functional test was performed due the condition. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec45a with lot number 244d38; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 202d74, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure, it was observed that the ec45a did not return the knife to home position. The surgeon tried to press the red knife reverse switch and fire one stroke to return the knife, but the knife still did not return to home. They managed to cut the specimen out and remove tissue from the jaw. No parts left inside patient cavity. No additional information was provided.